Event description:
An investigator from the medical examiner's office reported the customer is deceased. The contact stated that the dates and cause were unknown. The investigator requested the pump's analysis and testing. The customer's doctor's office was contacted and nurse stated that pt was probably wearing their pump at time of death, and the pt was very compliant. The family member had reported finding their pt in the morning, smothered by their pillow due to low blood sugar (hypoglycemia).